Event description:
The facility reported a colleague infusion pump with error code 807:02. It is unknown in which care area this event occurred. This condition has the potential to cause an interruption of delivery. The process step was before use and there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code of 807:02 was confirmed during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.